Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Reprogram options were required. The technical services (ts) recommended the center to modify the rhythmmatch threshold value to 90% to avoid a similar unwanted event in the future. This crt-d remains in service. No adverse patient effects were reported.